Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the pmi group is requesting an inlay change in natural knee for a revision on an unknown date due to unknown reasons. No further information has been provided.